Event description:
The facility stated that the surgeon implanted an aq2017v.3 piece piece silicone lens. The lens trailing haptic tore upon insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision. No patient injury. It was unknown what caused the trailing haptic to tear. The injector model that was used was a msi-pm and the cartridge model that was used was aq cartridge fp. The facility was unable to provide the injector and cartridge lot numbers.